Event description:
The event is reported as: the customer alleges that a collapsed pilot balloon that was occluded would not allow the primary cuff to be inflated. The tube was changed out.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.